Event description:
It was reported that a user experienced frequent alerts that he interpreted as occlusions and reported glucose fluctuations, while engineering logs showed one true occlusion alert and multiple user-initiated pump stoppages, including repeated pauses and power-offs over a two-week period, prompting education on occlusion recognition and standard infusion set and cartridge troubleshooting. Symptoms included reported fluctuations in glucose. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included engineering log review and customer care follow-up for education and collection of additional event details. Investigation of this case revealed one confirmed occlusion alert and numerous user-driven interruptions of insulin delivery consistent with repeated pausing and device power-offs. It was concluded that device function was consistent with design, that a single occlusion event occurred, and that most insulin delivery stoppages were user initiated, warranting user education on proper operation and occlusion troubleshooting.